Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the issue of noise visible in the image was due to a malfunction in the imaging unit, and the issue of stickiness noticeable on the control unit was due to a known inherent risk of the device. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer did not report a malfunction. During onsite inspection of airway mobile scope, noise visible in the image and stickiness noticeable on the control unit was found. There was no patient involvement.